Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator was seen in the office for a post-op follow-up with a small open area at the ins incision site. An infection was noted. The patient had been on antibiotics for two weeks and was starting a new medication. The device was reprogrammed for symptoms control, with no issues noted in device functionality. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qonpremarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this neurostimulator was seen in the office for a post-op follow-up with a small open area at the ins incision site. An infection was noted. The patient had been on antibiotics for two weeks and was starting a new medication. The device was reprogrammed for symptoms control, with no issues noted in device functionality. There were no additional patient complications. The patient was evaluated by their primary physician on 07oct2025 and confirmed that the incision site was fully healed. No additional treatment was required, and the patient will follow up as needed.